Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was experiencing ineffective therapy from the time the ipg was implanted. Trouble shooting was unable to solve the issue. As such, surgical intervention took place wherein the ipg was explanted and replaced with a with a new ipg to address the issue.